Event description:
It was reported from india that during an unspecified surgical procedure, it was discovered that the trigger of the battery reamer/drill device was jammed while being used together with the battery oscillator devices. It was further reported that the devices were not working properly and was getting stuck and not rotating. There was five-minute delay to the surgical procedure. A spare device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery oscillator device, 2/15/2023. The reporter¿s phone number was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the trigger being jammed was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device would not run because the motor was damaged. It was further determined that the device failed pretest for check function of device and check power with power test bench. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).